Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced bright pink bleeding from the peg tube and discomfort when the peg tube was flushed with water. On (B)(6) 2018, the patient was sent to the hospital and blood was coming out of the peg site during flushing. On (B)(6) 2018, the patient underwent a esophagogastroduodenoscopy (egd) which revealed a complete buried bumper. At the time of report, duodopa therapy was stopped and it was unknown if the tubing was removed. It was reported that the patient was required to have the peg tube replaced with possible surgery to remove the buried bumper. No further information was available and the patient did not agree to have the physician contacted.